Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the distributer contacted animas, alleging a history/settings (inaccurate delivery) issue. It was noted that all boluses accurately recorded in the pump history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/31/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the last basal delivery was on (B)(6) 2014 at 5:56am. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. Investigation for the reported inaccurate delivery issue with the pump was unable to be completed due to an unrelated call service alarm issue. A review of the pump history revealed multiple call service 087 alarms. During evaluation, the pump was powered on with a hard call service 069 alarm due to a component failure on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.